Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2024, patient faced infusion set's tubing detachment from connector. Infusion set was in use fora couple of minutes. Patient changed infusion sets and resumed insulin successfully. No further information available.